Manufacturer narrative:
The event involves a device that is not cleared for commercial distribution in the us, however similar device is sold in the united states. An evaluation of the device cannot be performed as the packaging got contaminated and component implanted therefore not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported: "inner sterile plastic wrap of implant was jammed in the outer plastic wrap making it extremely difficult to remove with out contamination."